Event description:
Damage to the pump housing surrounding the usb port was reported, which impacted the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed on using a backup insulin pump to ensure continuous insulin delivery. The customer was also guided to put the original pump into storage mode before returning it to tandem and was informed about setting up the replacement pump with the necessary settings and connections.